Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and hit their head, which developed a bruise. It was also reported that the patient experienced dizziness and lightheadedness. It was also reported that the right ventricular (rv) lead exhibited high and unstable thresholds. It was also reported that the rv lead exhibited intermittent loss of capture. The rv lead was initially re-programmed but was then explanted and replaced. No further patient complications have been reported as a result of this event.